Event description:
It was reported that the provider sustained a cut from the exposed metal frame on the swingaway half lap tray. No medical intervention was sought. Will continue to updates as more information becomes available.